Manufacturer narrative:
This report is for an unknown radial head prosthesis/unknown lot. Part and lot number are unknown. Without the specific part number; the UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Reporter is an attorney. (B)(4). Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2017, the patient underwent a left radial arthroplasty revision due to pain within the elbow region that is exacerbated in the time frame immediately after passive rope motion of the forearm. The patient's radial head implant was found to be entirely loose from the proximal intramedullary canal of the radius. There was surrounding synovitis as well as some bone fragmentation and cortical thinning. The set screw for the radial head was loosened and the radial head portion removed. The intramedullary stem as then removed. On (B)(6) 2015, the patient underwent left radial head arthroplasty due to left elbow dislocation with comminuted intra-articular radial head fracture as well as left ulnar coronoid process and posterior lateral elbow dislocation from a fall. Concomitant device reported: unknown screw (part # unknown, lot # unknown, quantity 1). This report is for one (1) unknown radial head prosthesis. This is report 1 of 2 for (B)(4).